Manufacturer narrative:
Concomitant products 694765 lead implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead was observed with sensing threshold measurement that was below range, which showed on lead trend as a chronic issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.